Event description:
It was initially reported that the patient was admitted into the hospital due to status. No further information was provided.good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that was not direct correlation between vns and the patients seizures, there was an increase in medication on the last chart note for the patient on (B)(6) 2011. Additional information that was provided by the physician's office was not relevant to the reported increase in seizures.